Manufacturer narrative:
This supplemental report is being submitted to correct initial report. As a result of the investigation, it was found that this event was not an event to be reported. Omsc withdraw MFR report #8010047 - 2021 - 06625.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the bronchial endoscopy procedure, the image signal input from the sdi [1] in connector of the subject device was not displayed. The user completed the procedure by switching to the sdi [2] in connector of the subject device. There was no report of patient injury associated with the event.